Event description:
Boston scientific received information that this pacemaker exhibited atrial oversensing. The device was reprogrammed which resolved the issue. A chest x-ray revealed that the atrial lead was not fully inserted into the header of the device. All lead measurements were within normal limits. The physician elected not to perform any surgical intervention and instead monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.